Manufacturer narrative:
MFR's report date: 03/23/2011. (B)(4). A log review for a reported over infusion event was completed. The occurrence of a heparin over infusion could not be definitively confirmed. The event log indicated that an infusion was programmed as a basic infusion, without guardrails, at a rate of 800 ml/hr as reported. The actual drug being infused could not be determined from the logged events. No device malfunction was reported or believed to have occurred. No devices were returned for investigation. Because the name of the drug could not be determined from the logged events; the cause for over infusion of heparin was not identified but may be the result of user programming based on the log review and the info provided by the customer.

Event description:
Customer requested an event log review for reported heparin over infusion and to determine if the infusion was programmed using guardrails editor software. Stated heparin 25,000 unit/250 ml was to infuse at 8 ml/hr (800 units/hr) to maintain the ptt at 70-90 seconds. Reported the rate was changed to 800 ml/hr while the pt was in special procedures. Medical intervention was required. The specific type of intervention was not provided.